Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: asku.

Event description:
The customer received a questionable free thyroxine (ft4) result for one patient sample. The sample was submitted for investigation and was tested on an analytical e module (e170) analyzer and a cobas e411 analyzer. Refer to the attachment to the medwatch for all patient data. The initial results were automatically reported out. No adverse event has been reported. The reagent lot number and expiration date were requested, but were not provided. The initial investigation did not indicate a reagent problem. After further investigation, a specific root cause could not be identified. Additional information for further investigation was requested but was not provided. For this type of assay, possible root causes include sample specific root issues such as incorrect preparation of sample leading to a clot/fibrin filament, reagent issues such as bubbles/foam on the reagent surface, or possibly old pinch tubes on the analyzer.